Event description:
While transporting a pt to the cath lab, the pt went into ventricular fibrillation. One operator attempted to administer a countershock to the pt but the device allegedly failed to complete charging to the selected energy. A nearby defibrillator was used but reportedly failed to discharge on the first attempt. A different operator subsequently used the backup defibrillator to administer a shock to the pt. The pt was resuscitated. There were no adverse affects to the pt reported as a result of the alleged malfunction.